Manufacturer narrative:
Cardinal health sr. Specialist; cardinal senior specialist. No product will be returned per customer. The customer complaint could not be confirmed because the product was discarded and not returned for failure investigation. The root cause of this failure was not identified. Although requested, no patient information was provided.

Event description:
It was reported that tubing ballooned at the silicone segment. The event occurred while administering a saline flush. There was no patient harm. The event did not cause a delay that significantly impacted the patient outcome, nor require medical or surgical intervention as a result. Although requested, no patient information was provided.